Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported that the box that usually appears on the central control monitor that counts up to 10 before indicating it is okay to turn the power switch to the off position was empty and no numbers were displayed. The service associate visited the site and could not duplicate the event and review of the logs did provide any information related to this complaint. The unit is not being returned and the user continues to use the unit. There were no reported adverse consequences to the patient.